Event description:
It was reported that the patient was asymptomatic. It was noted that far r oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were completed. There were no patient complaints or consequences.